Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the bottom of the navlock universal tracker adaptor for instruments broke off during a frontal endoscopic sinus surgery procedure. The case was completed successfully using navigation and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that the bottom of the navlock universal tracker adaptor for instruments broke off during a frontal endoscopic sinus surgery procedure. The case was completed successfully using navigation and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the bottom of the navlock universal tracker adaptor for instruments broke off during a frontal endoscopic sinus surgery procedure. The case was completed successfully using navigation and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device lot number was provided by the user facility.